Manufacturer narrative:
The device sample has not been returned for investigation at time of this report. The results of the evaluation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
Event reported as: the jaw of the applier broke off during use, forcing the surgeon to lacate and remove the tip. No patient injury reported.